Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of magnesium sulfate (4 grams/100ml). The magnesium sulfate was intended to infuse at a rate of 25ml/hour with a volume to be infused of 100ml. However, the 100ml infusion was completed within 97 minutes. There was patient involvement, but no harm.

Event description:
It was reported that there was an over infusion of magnesium sulfate (4 grams/100ml). The magnesium sulfate was intended to infuse at a rate of 25ml/hour with a volume to be infused of 100ml. However, the 100ml infusion was completed within 97 minutes. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that there was an over infusion of magnesium sulfate (4 grams/100ml). The magnesium sulfate was intended to infuse at a rate of 25ml/hour with a volume to be infused of 100ml. However, the 100ml infusion was completed within 97 minutes. There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of a pump module over infusion of magnesium was not confirmed during testing; however, a faulty check valve issue was confirmed on the primary set which may have been perceived as an over infusion event. ¿ functional testing performed on the returned primary and secondary administration sets found the primary administration set¿s back-check valve failing, causing the secondary IV bag fluid to back flow into the primary IV bag. ¿ infusion specialty disposables ¿ vernon hills has been informed for the investigation of the primary administration set (pr 10093551). ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the event was reported to have occurred on 05 march 2024. The event time was not reported. ¿ on 05 march 2024 at 10:23 am, the pcu event log showed the pump module received a remote IV message (incident infusion) for ¿drugid= 778¿ ¿magnesium sulfate¿ for a secondary infusion at a rate 25ml/hr and a vtbi of 100ml. The infusion was started. ¿ at 12:00 pm, the unit was paused, and the pump module was channeled off. A few seconds later the pump module was selected, and the user updated the rate to 250ml/hr and the vtbi to 600ml. The infusion was started. ¿ at 12:15 pm, the pump module was channeled off and was in idle state. No further infusions were noted on this day. ¿ the total secondary volume infused for the programmed infusion was recorded to be 40.13ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ physical inspection of the suspect pump module found no irregularities. ¿ bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. ¿ third-party parts have not been validated by bd for safety and efficacy with alaris system products. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported event of an over infusion of magnesium sulfate was not determined. However, a faulty primary administration set¿s back-check valve was confirmed which can result in a perceived over infusion condition as the secondary fluid back flowed into the primary bag. Note that imdrf annex a0401, a0404, a1801, g04037, g0301201, g02017, c17, c070606, c0601, d07, d15, d02 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.